Event description:
It was reported that this lead was explanted approximately 72 months after the implantation due to high stimulation impedance values (1900 ohms) and slightly increased rv threshold.

Manufacturer narrative:
Upon receipt, the lead fragment under complaint was subjected to an extensive analysis. The lead was capped approx. 52cm proximal to the distal end. The part including connector pins and the yoke was not returned. In the course of the analysis, multiple signs of wear were noted along the lead fragment. In particular in the distal area of the lead the insulation was rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor coil to svc shock coil was found fractured, which happened most likely during the explantation procedure due to tensile forces. The distal end near to the fixation helix was found bent and the ring electrode was pulled off from the position. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.